Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 50% to 15% overnight. The pump then continued to deplete and subsequently shut off. The pump was connected to a power source and was turned back on. The customer's blood glucose level was 150 (mg/dl). Review of the pump data logs by tandem technical support confirmed the battery depletion. Reportedly the customer would continue to use the pump for insulin therapy.